Event description:
Information received by medtronic indicated that the customer had insulin flow block alarm. The customer also experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer did experience nausea, abdominal pain and difficulty breathing as symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump and manual injection/insulin pen. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed and the customer alleged pump was under delivering. The customer also stated that the tubing was kinked/bent. There was leaks as well. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.